Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the contact confirmed that the fill estimate decreased as expected and the customer had not experienced any further issues regarding the fill estimate. The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of cold insulin, and remained static at 90 units of insulin. The contact was unable to provide the amount of insulin that had been delivered during this time. The customer's blood glucose (bg) level was reported to be 282 mg/dl. However, the contact reported that the customer's bg level always runs higher in the morning and that the was a normal morning bg level for the customer. A correction bolus was delivered via the insulin pump to address bg level. Recommendation was made by tandem technical support to use room temperature insulin per labeling instructions.